Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had drainage from the battery site. It was reported that the patient was started on doxycycline antibiotics. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the full system was explanted on 2018 (B)(6) due to infection and the issue was resolved. No further complications are anticipated.